Event description:
I continue to get ongoing issues with freestyle libre 2. Over the past 6 months I have noticed intermittent operation issues with this device and sensors at more than 50% of the time. FDA safety report ID # (B)(4).